Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported the sys had a collimator iris too large error, and that the collimator iris was closed down. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.